Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot and cracked battery tube threads. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test due to prime anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a cracked battery cap from the insulin pump. The customer's blood glucose reading was 24 mg/dl. The customer treated with an apple and half a peanut butter sandwich. The customer stated that she was unable to remove the battery cap on her pump. The customer stated that she gave herself insulin but got confused on the cc and units. The customer stated that the cosmetic damage is also on the battery cap. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.